Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. No issues were noted with the profile of the devices tip. The stent struts at the centre of the stent were distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. The mandrel was removed and a 0.14 inch guidewire was inserted without issue. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked 27mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-mar-2015. It was reported that crossing difficulties were encountered. Access was obtained via the femoral artery. The 90% stenosed, 16mm in length and 3mm in diameter target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. Predilation was performed using a 2.5x10 balloon catheter. A 3.00x20mm promus element ¿ stent was selected; however, the device was unable to cross the target lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.